Event description:
It was reported that during a data review, it was noted that anti-tachycardia pacing (atp) was inappropriately delivered. The data was forwarded to boston scientific technical services (ts) and it was discussed that the atp delivery was most likely the result of right atrial (ra) over-sensed myopotential noise. Additionally, the ra lead parameters, such as impedance measurements, were highly variable, but still in-range. Ts provided programming options and strongly recommended an assessment of the ra lead. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a data review, it was noted that anti-tachycardia pacing (atp) was inappropriately delivered. The data was forwarded to boston scientific technical services (ts) and it was discussed that the atp delivery was most likely the result of right atrial (ra) over-sensed myopotential noise. Additionally, the ra lead parameters, such as impedance measurements, were highly variable, but still in-range. Ts provided programming options and strongly recommended an assessment of the ra lead. Testing was completed in-clinic and the physician elected to deactivate the ra lead via programming to avoid further inappropriate therapy, as the patient's condition has improved using prescription sotalol. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a data review, it was noted that anti-tachycardia pacing (atp) was inappropriately delivered. The data was forwarded to boston scientific technical services (ts) and it was discussed that the atp delivery was most likely the result of right atrial (ra) over-sensed myopotential noise. Additionally, the ra lead parameters, such as impedance measurements, were highly variable, but still in-range. Ts provided programming options and strongly recommended an assessment of the ra lead. Testing was completed in-clinic and the physician elected to deactivate the ra lead via programming to avoid further inappropriate therapy, as the patient's condition has improved using prescription sotalol. Recently, the patient received additional bursts of inappropriate atp. Ts was contacted and rhythmid programming changes could be made, if clinically appropriate. It was stated that a potential ablation procedure was being considered, but this has not occurred. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.